Event description:
The user reported that after using the device to retrieve a catheter, the platinum wire strands surrounding the loops of the snare were broken. No add'l info provided. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not specify if this was the initial use of the device. The device history record was reviewed and found no related exception documents. The eval is in process. A f/u report will be submitted when the eval has been completed.